Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hex edges on the tip of the device are extremely worn/rounded with material displacement on the tip edge. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found an omega21 wrench with a deformed tip during inspection after it was received from a hospital. The hospital did not provide any patient or surgical information with the returned device, however, the sales rep confirmed that there were no adverse events or patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found an omega21 wrench with a deformed tip during inspection after it was received from a hospital. The hospital did not provide any patient or surgical information with the returned device, however, the sales rep confirmed that there were no adverse events or patient impacts.